Event description:
Related manufacturer reference number: 2017865-2022-08592. It was reported that the patient presented in the emergency room (ER). It was noted that the right ventricular (rv) lead had high capture thresholds and left ventricular (lv) lead failed to capture. It was noted that the patient was not feeling well due to the capturing issues reported on both leads. The rv and lv leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, only the distal portion of the lead was returned in one piece. Additional findings observed during analysis found two outer insulation abrasions breaching the re -3 lumen at 66.6-66.9 and 67.7-68.4 cm from the distal tip, consistent with friction to the device can, the etfe coating of the re-3 cable was intact in these regions.